Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the midline incision site. Symptoms include redness and swelling in the incision. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.